Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found an insulation abrasion exposing the outer coil at 7.6 cm to 7.7cm. The abrasion was consistent with exposure to constant friction against another implantable device. This likely contributed to the reported complaint of noise.

Event description:
It was reported that the asymptomatic patient was presented to the clinic. Upon interrogation, the atrial lead exhibited noise. The lead was explanted and replaced successfully on (B)(6) 2015.